Manufacturer narrative:
According to the customer, on (B)(6) 2026 the device "stopped working" and no longer produces mist. The customer reported that they use the device four times per day for albuterol and "one other medication." The customer said that they have missed treatments and have worsening shortness of breath. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 the device "stopped working" and no longer produces mist. The customer reported that they use the device four times per day for albuterol and "one other medication." The customer said that they have missed treatments and have worsening shortness of breath.